Event description:
It was reported that the tubing leaked. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on h6 patient code to from 2645 to 3190.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the tubing leaked. Although requested, additional information was not provided.